Manufacturer narrative:
Continuation of d10: product ID b3301542m; serial# (B)(6); implanted: (B)(6) 2025. Product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542m, serial/lot #: (B)(6), ubd: 19-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an impedance issue was identified on contact 10a, with a value of 10k. No known environmental or external factors contributed to the issue. Diagnostics included opening a new extension to test, but impedances remained unchanged, and testing the lead itself revealed high impedance, indicating the issue is likely related to the lead. Swapping channels on the battery yielded the same result. The issue has not been resolved, no interventions have been taken, and no surgical intervention has occurred or is planned. No further information is available from the healthcare professional.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information regarding the high-impedance issue. There was no known reason for the high impedance; however, the issue has resolved on its own and is no longer a problem. This resolution has been confirmed with the account.